Event description:
As reported: "flexible part of the reamer found to be distended during inspection".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.